Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged thread on the white connector of the patient cable and a missing battery door was confirmed via evaluation of the returned mobile power unit (mpu). The mpu (serial number: (B)(6) was returned to the european distribution center (edc) for evaluation. Visual inspection of the returned mpu revealed damaged threads on the white power cable connector and a missing battery door. The mpu was connected to a test system controller, and an increased difficulty was observed when connecting the white power cable due to the damaged thread. No other issues were observed during testing. The mpu patient cable and battery door were replaced. A full functional checkout was performed and the mpu passed all tests. The replaced mpu patient cable was forwarded to product performance engineering (ppe) for further evaluation. The patient cable was connected to a test system controller and the increased difficulty was reproduced when connecting the white power cable due to the damaged thread. The patient cable was still able to be fully connected and the connector nut fully secured into place despite the damaged thread. No other issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The mpu, serial number (B)(6), was shipped to the customer on 22feb2021. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G) contain a subsection ¿guidelines for power cable connectors¿ which explains how to properly connect and disconnect the system controller power cable connectors to the mpu connectors. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿ heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) patient cable had a faulty thread on the white connector, and it was not connecting well. Additionally, the battery door was missing.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.